Event description:
The customer reported being in the hospital twice in a month due to unexplained high blood glucose. The customer mentioned having a lot of stress this year, and sometimes she forgets to bolus. The blood glucose at time of call was 415mg/dl, and she experienced severe pain in the abdomen. The customer stated when she removed the reservoir; there was insulin in the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-81905.